Event description:
The catheter was placed 7/15/96. On 10/28/96, the physician unsuccessfully tried to infuse dobutamine through the catheter, so the catheter was removed and replaced. After removal, the catheter was noted to be brown and discolored.